Event description:
It was reported that the right atrial (ra) lead had a high unipolar threshold of 3 volts, low pacing impedance and continuous oversensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: kdr901 implantable pulse generator 2004 (B)(6). (B)(4).